Manufacturer narrative:
(B)(4). The band/balloon with 41.5cm of catheter was returned for evaluation. Upon visual inspection, it was noted that straight band/balloon was returned for evaluation and not band c. It was noted that the buckle was cut on side. (Probably performed during the explant). A leak test was performed on the band/balloon with a successful result; no leak was found. Per the reported event of band slippage no investigation other than performed above was performed. The event " band slippage" cannot be confirmed, device analysis cannot confirm events that are physiological in nature. While it is not possible to draw a definitive conclusion regarding root cause of the band slippage, it is noted that band slippage is a recognized adverse event associated with gastric banding and the use of the realize adjustable gastric band. The final packaging lot was not communicated; therefore no device history record (DHR) review was performed.

Event description:
It was reported post implant a realize gastric band, the band slipped causing ischemia to the stomach. The band and the port were removed and not replaced. There was no patient consequence after the band was removed and the patient was discharged the next day. There is no further information known from the caller.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.